Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Father is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 337mg/dl. The customer's expected fasting blood glucose test result range is 80 to 140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen table. The test strip lot manufacturer's expiration date is 01/25/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in for daughter who uses meter. He is concerned with high results. Result of concern is 337mg/dl fasting.